Manufacturer narrative:
(B)(4). UDI # unknown. The device history record for the lot number, 0201427088, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 400 ml, flow rate: unknown, procedure: arthroscopy of the left shoulder more resection of bottom osteophytes, cathplace: left jugular. A report was received stating the easy pump was noted to continuously flow. The patient returned to the hospital with paralysis in the upper limbs. The pump was placed (B)(6) 2016 at 8:00pm.. The event was noticed on (B)(6) 2016. The bolus button was pushed every hour. Additional information received on 09-may-2016 stated it was only reported that the patient had paralysis after using the product, the duration of the paralysis event was not provided. It was also not confirmed what part of the limbs were affected. Initially it was reported that the patient needed a medical intervention, however additional follow-up revealed that the patient did not receive medical intervention after the incident. No additional information was provided.

Manufacturer narrative:
One sample device was returned. The original packaging was not returned with the device. The pump was returned partially full. A visual observation found the tip of the red prime key had broken off and remained in the key hole. Infusion was verified when setting the saf to all the flow rates. The tubing was cut 2 inches distal to the blue connector to drain the medication. The pump was bonded back together with a male and female luer. The pump was refilled with 400ml of 0.9% saline using the repeater pump. Flow accuracy testing was performed with the saf set to 14ml/hr. After 21.5 hours of testing, the pump yielded a flow rate of 18.58ml/hr which above specifications with a +/- 20% tolerance. The pressure pot was performed on the selected-a-flow unit flow rates 2ml/hr, 4ml/hr, 8ml/hr and 14ml/hr without the filter. The saf unit was detached from the pump. The saf unit was connected to a pressure gauge. The average bladder pressure used was 8.04psi. The 2ml/hr flow rate did not flow at this time. Flow rate 4ml/hr yielded a flow rate of 3.95ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 8ml/hr yielded a flow rate of 7.36ml/hr which is within specifications with a +/- 20% tolerance. Flow rate 14ml/hr yielded a flow rate of 10.99ml/hr which is below specifications with a +/- 20% tolerance. Destructive analysis was performed. The pca housing was opened and the broken red prime key section was analyzed under magnification and found signs of stress on the plastic. The key hold was also observed under magnification and there was damage to the area. The flow control tubing was observed under magnification and found crystalized medication in the tubing. The use review concludes that "temperature and the status of the red tip of the priming key are major potential contributing factors of the incident of fast flow. The medication naropin is a potential factor of the incident of reaction of paralysis to the patient's upper limbs." The investigation summary concludes that fast flow was observed due to the tip of the red prime key breaking off and keeping the bypass valve open. During the flow accuracy test, the pump had a flow rate that was above specifications. During pressure pot testing, the 8 and 4ml/hr rates met specification with a +/- 20% tolerance. The 14ml/hr rate was below specification. The 2ml/hr rate did not flow and crystalized medication was observed in that line under magnification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).